Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history and sterilization records found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01636. It was reported that the pt had a medtronic lead that was implanted at an unk time, and it was connected to a sjm ipg via a lead adapter. The pt allegedly lost stimulation and reported discomfort at the ipg pocket site. An x-ray showed no anomalies with the scs system. The physician explanted the pt's system and replaced it with a surgical lead and smaller model ipg on (B)(6) 2011. No further pt complications were reported.